Manufacturer narrative:
(B)(4): results of investigation: the sample was received and it was observed that the vent bag was not properly attached to connector, causing the vent bag to fall apart. Without the lot number, it was not possible to review the DHR. The manufacturing process was reviewed and no problems were found related with the issue reported. The root cause is that operative personnel failed to follow the manufacturing procedure and did not adhere the connector and bag with tape correctly, causing that the bag to fall apart during use. The operative personnel were notified and re-trained regarding adhering the connector and bag with tape correctly. Complaint identified for submission as an MDR following a retrospective review of (B)(4) self-manufactured complaints under CAPA (B)(4).

Event description:
Customer reports "vent bag fell apart while administering oxygen to a patient."